Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-may-2023 . H6: investigation summary a complaint of tubing having a cut in it was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was torn on the y-site below the pumping segment. A device history record review for model 2426-0007 lot number 22129016 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. A walkthrough of the manufacturing process was performed to find potential causes of the defect. When damaged tubing is found, assemblers segregate the material, place it in a rejected bin, and the defect is reported to the production supervisor to inform the necessary personnel to issue a quality notification. No quality notifications were found for lot 22129016 related to this failure mode. Additionally, the tubing cutting process was reviewed and no potential causes were found. Before the affected components are assembled, a manual cutting process is carried out in the tubing. The tubing is stored in racks of stainless steel, the tubing reel is unpacked with hands (no cutting tools are used). Per procedure, the personnel must review and verify that the containers and shelving units are not broken or burred, as this can also cause tears in the material. The cutting stations are also inspected for sharp points or edges. After investigation, the potential root cause was found not to be related to the manufacturing plant.

Event description:
It was reported that chemotherapy medicine leaked from a cut in the bd alaris¿ pump module smartsite¿ infusion set tubing. The following information was provided by the initial reporter: "during this incident, chemo spilled in medication room due to cut in tube... Patient harm: no harm... Event details: ¿alaris tubing manufactures defect. Cut in tubing. Chemo spill in medication room on blue chemo spill pad. Less than 20 cc.¿"

Event description:
It was reported that chemotherapy medicine leaked from a cut in the bd alaris¿ pump module smartsite¿ infusion set tubing. The following information was provided by the initial reporter: "during this incident, chemo spilled in medication room due to cut in tube. Patient harm: no harm. Event details: ¿alaris tubing manufactures defect. Cut in tubing. Chemo spill in medication room on blue chemo spill pad. Less than 20 cc.¿"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.